Manufacturer narrative:
The associated complaint device was not returned for evaluation, please find below the results of our investigation: as of today, device return has been requested for this complaint but has not been made available to the designated complaint unit. Without return of the actual device we cannot further investigate or confirm the details supplied in this complaint and try to determine a root cause. If the device is returned in the future then this complaint will be reopened.

Event description:
It was reported that during npwt utilizing a renasys go and 750 ml canister, the dressing did not compressed at all, so nothing reached to the canister.